Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.3

Event description:
It was reported that insulin filled slowly into the unspecified bd¿ pen needle during use. The following information was provided by the initial reporter: "the syringe filled very slowly with insulin almost like it would not fill, when customer tried to push insulin back out it barely leaked out of the needle tip."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insulin filled slowly into the unspecified bd¿ pen needle during use. The following information was provided by the initial reporter: "the syringe filled very slowly with insulin almost like it would not fill, when customer tried to push insulin back out it barely leaked out of the needle tip."